Event description:
The contact noticed the customer's meter read 6.1 and wanted to know what that meant. Customer service explained mg/dl versus mmol/l and assisted her in resetting the meter to mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The contact was satisfied and no product will be returned for evaluation.

Manufacturer narrative:
This complaint was not made a potential until more information could be obtained from the customer, so it will be submitted past the 30 day window.